Manufacturer narrative:
Device not returned

Event description:
It was reported that an altitude alarm occurred while the customer was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Customer's blood glucose ranged from 216-217 mg/dl.